Manufacturer narrative:
(B)(6). In this case, the cause of the cardiac valve replacement complication appears to be related to the pre-existing fractured stent which required the use of a buddy wire and balloon. The balloon was not retrieved prior to valve inflation causing the need for surgical intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist during a pulmonic case, the pre-stent (palmaz stent) in rvot that was placed 1-2 months prior to the tavr procedure had fractured. The stent fragments were in each of the pulmonary arteries (right and left) of the main trunk. A decision was made to proceed with the valve implantation. A covered stent and a palmaz stent were deployed at the site of the original stent fracture in the rvot. During implantation of a 26mm sapien xt valve, the delivery system had issues passing through the stents and fragments. A buddy wire with a 20mm balloon were used to aid the delivery system. The balloon was inflated to help the delivery system track into place and was successful. The balloon was deflated but was not retrieved. When the sapien xt was deployed it ¿pinned¿ the balloon and wire against the valve. The valve was observed to be functioning properly and the patient never became unstable. The balloon could not be withdrawn after multiple maneuvers. Ultimately, the patient went to the or to have the fragments from the original stent removed along with the 26mm sapien xt. A surgical pulmonic valve was inserted and a patch was placed on the rvot. The patient is doing well.

Manufacturer narrative:
As reported by a field clinical specialist during a pulmonic case, the pre-stent (palmaz stent) in rvot that was placed 1-2 months prior to the tavr procedure had fractured. The stent fragments were in each of the pulmonary arteries (right and left) of the main trunk. A decision was made to proceed with the valve implantation. A covered stent and a palmaz stent were deployed at the site of the original stent fracture in the rvot. During implantation of a 26mm sapien xt valve, the delivery system had issues passing through the stents and fragments. A buddy wire with a 20mm balloon were used to aid the delivery system. The balloon was inflated to help the delivery system track into place and was successful. The balloon was deflated but was not retrieved. When the sapien xt was deployed it ¿pinned¿ the balloon and wire against the valve. The valve was observed to be functioning properly and the patient never became unstable. The balloon could not be withdrawn after multiple maneuvers. Ultimately, the patient went to the or to have the fragments from the original stent removed along with the 26mm sapien xt. A surgical pulmonic valve was inserted and a patch was placed on the rvot. The patient is doing well. The device was not returned for evaluation. In this case, there was no indication or allegation of a device malfunction contributing to the event. The cause of the cardiac valve replacement complication appears to be related to the pre-existing fractured stent which required the use of a buddy wire and balloon. The balloon was not retrieved prior to valve inflation causing the need for surgical intervention.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.